Event description:
The customer reported during a secondary blood transfusion it was noted that blood back flowed from the secondary to the primary past the check valve. It was reported that the event occurred twice in one day on the same patient.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary bag was confirmed and replicated. No anomalies were observed during visual inspection. Inspection under magnification showed the check valve was assembled correctly, and the silicone membrane was centered. Functional testing resulted in backflow indicating a faulty check valve. Supplier testing of the returned part indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Medical devices: 250ml baxter ndc 0338-0049-02 lot number y243394 exp feb 19 0.9% sodium chloride; a positive blood bag. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a transfusion, the back check valve allowed blood from the secondary bag to flow into the primary tubing. This occurred twice on the same patient on the same day with two different sets. There was no patient harm.